Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and pre-existing chordal rupture, a cardiac perforation requiring pericardiocentesis occurred on the anterior wall of the left atrium. After transseptal puncture, the patient became hypotensive. An echocardiogram was performed and revealed a pericardial effusion. After an epicardial puncture, the blood pressure stabilized. After more than 30 minutes, the bleeding to the pericardium had not stopped. The procedure was discontinued with no clips implanted. The mr remained at a grade of 3-4. Surgical intervention was not required as the bleeding stopped without further intervention. The patient left the intensive care unit (ICU) extubated in stable condition. It was noted that the prepped steerable guide catheter (sgc) was not in contact with the patient. The steerable guide catheter did not cause or contribute to any patient adverse effects. No mitraclip devices were inserted during the procedure. There are no alleged performance issues with any abbott devies. The steerable guide catheter did not cause or contribute to any patient adverse effect. No mitraclip devices were inserted during this procedure.